Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). The hakim valve was not returned for evaluation, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for ¿ventricular end of the device was leaking csf¿ could be due to damaged silicone housing probably linked to user error. As noted in the IFU, silicone has a low tear/cut resistance.

Manufacturer narrative:
The valve was returned for evaluation. Unique device identifier (UDI)- (B)(4). Device history record (DHR)- product code 823832 with lot number 211454, conformed to the specifications when released to stock on the 27th september 2018. Failure analysis- the valve was visually inspected, no defects noted. The position of the cam when valve was received was 120mmh2o. The valve passed the test for programming, flushing and leaking. The catheters were irrigated, no occlusion noted. The catheters were leak tested; leakage noted in the ventricular catheter from a small hole. The root cause for the leakage noted by the customer is probably due to a sharp or pointed object coming into contact with the silicone. As noted in the instruction for use (IFU) silicone has a low tear/cut resistance.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported csf leakage. When implanting the valve, the physician found that the ventricular end of the device was leaking csf (minimal). Then the physician changed with another of the same device to complete the procedure. The event led to 30 minutes surgical delay.